Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Upon performing planned maintenance, company representative noted that screw of articulated support arm was missing. The representative asked surgeon and hospital staff about its disappearance, but they did not know when it had occurred.

Event description:
Upon performing planned maintenance, company representative noted that screw of articulated support arm was missing. The representative asked surgeon and hospital staff about its disappearance, but they did not know when it had occurred.

Manufacturer narrative:
It was reported that the screw of articulated support arm was missing. The company representative stated that the part was able to be locked anyway. Despite information requests attempts it was not possible to determine exactly which part is affected. No part has been returned for investigation. On this occasion there is no sufficient information to determine the root cause of the reported damage. The event described in the complaint is confirmed based on the fact that it was noticed by a company representative. The records of the next two preventive maintenances performed after the event date were reviewed, there was no issue noted to the robot-head interface on 28-jan-2019 and 09-may-2019. D4 unique identifier (UDI) #: (B)(4).